Manufacturer narrative:
Evaluation summary: the analysis results found the ace36p device was received with clamp arm broken at the pin that holds it to the inner tube. The clamp arm was not detached. No pieces were missing. Each device is visually inspected and functionally tested, prior to shipment and damage of this magnitude, would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was not working. There was no other information available. The customer used another device.